Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery during manual prime while changing the infusion set, customer was able to troubleshoot by herself and prime. The insulin pump alarmed no delivery a second time with that same set and reservoir once connected. Blood glucose at the time of incident was 389 mg/dl; during the call it was high at 449 mg/dl and the customer treated with manual injection. The customer changed the entire set and was able to clear the alarm. Customer declined troubleshooting for high blood glucose and will monitor the insulin pump.